Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the numbers on the screen of the insulin pump started scrolling while programming a bolus. The customer stated he was in the yard using a pressuring washer and clothes got wet. Blood glucose value was 281 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.